Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarmed downstream occlusion. The pump continuously emitted an occlusion alarm when connected to a patient. The alarm triggered during set up. There was no injury to the patient or medical intervention. The event occurred while in use with patient at the facility. The operator of the device was a health professional.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.